Event description:
V-vac manual suction unit would not remove the approximately 150 to 200 cc of fluid in the patient's mouth. The entire suction tube end of the v-vac was immersed fully and it would not suck anything. The medic added the suction tip catheter and it still would not suck anything. The back-up to a v-vac is an asepto. The medic used an asepto to suction the airway effectively. In follow up, supervisory staff asked medic to demonstrate steps taken using v-vac. It was determined that the problem resulted from user error and medic was given instruction on proper use of v-vac.